Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. Also were involved plc271000j/15015875 UDI#: (B)(4) and pll161007j/17723994 UDI#: (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2019, at the follow-up CT angiography and echo, a distal type iii endoleak was suspected. On (B)(6) 2020, angiography confirmed a type ii endoleak from the ima into the aneurysm, not a type iii endoleak as was suspected before, and this patient underwent an additional endovascular repair. Ima was coil embolized, and the inside of the aneurysm was embolized with nbca. Also two devices on both sides were implanted as a preventive treatment. No endoleak was seen at the final angiography. The patient tolerated the procedure.